Manufacturer narrative:
The device was received for evaluation. During functional flow rate testing, the device did not deliver within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of adjustment pressure plate. The pressure plate requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump pumped more than it should have when it was programmed for 10 cc during delivery at the intensive care unit (ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.